Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose level as well as diabetic ketoacidosis. The customer's blood glucose value was 47 mg/dl. The customer was currently in diabetic ketoacidosis; however stated that the insulin pump was working fine. The details regarding symptoms and treatment for diabetic ketoacidosis as well as low blood glucose were not mentioned. The customer declined to continue troubleshooting. The product will not be returned for analysis.